Event description:
During preparation for use of the roller pump for a cardiopulmonary bypass procedure, the device intermittently exhibited erratic speed when adjusted using the spped control knob. There was no rpeorted adverse consequence to the pt as a result of this event.